Event description:
Patient underwent gynecological surgery utilizing da vinci robotics. An intuitive cautery spatula was utilized during the surgery. While moving the camera and the cautery spatula within the abdominal cavity, the two objects came in contact and a small plastic part was dislodged from the tip of the cautery spatula. It was not possible to identify the piece and the surgeon elected to leave it in the abdominal cavity. This was the instrument's final use.======================manufacturer response for endowrist monopolar cautery instrument, permanent cautery spatula (per site reporter)======================the representative who works in the hospital will let his supervisor know about the issue.